Event description:
It was reported that, during a meniscal repair procedure using the 'fast-fix 360', both implants fell off from the meniscus. The procedure was completed without delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Foreign zip code (B)(6).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were returned detached from the device. A chart stick label was used to "tape" the suture and anchors to the needle overmold assembly. The depth limiter button was not in the default position. The actuator tip was in the t2 position. A functional evaluation was performed on the returned device and found the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factor that can contribute to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.